Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's system fan was noisy. It was also indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced and calibrated. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer's fan made a loud noise when the programmer was turned on. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.